Event description:
It was reported that the patient experienced an increase in seizures post vns generator replacement surgery. The physician attributed the seizures to be due to lack of medication, lack of food and stress of the vns generator replacement surgery. The patient's device was programmed on post implant and diagnostics were within normal limits. No other relevant information has been received to date.